Manufacturer narrative:
No device associated with this report was received for examination. One additional report was found against the liner, lot e2hll1 and therefore the DHR has been reviewed. No related deviations or anomalies were identified. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address dislocation with the locking ring found to be cracked. Stem was also noted to be 2 cm proud.